Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that t:lock became melted. The customer changed cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 200 mg/dl.